Manufacturer narrative:
Concomitant medical devices: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020 product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 29-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s pain was worse on the left. Lead wasn¿t providing optimal result as compared to trial. The cause was provided as the scar tissue made lead placement difficult. X-ray to confirm placement. Reprogramming of scs was ineffective. Lead revision to move the lead to left of midline. The issue was resolved. No further complications were reported/anticipated.